Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
Device beeping. No patient involved.

Event description:
Device beeping. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2012. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2012 and performed to specification up to the (B)(6) 2018. During this time, information from the history log shows an increase in battery voltage, which suggests a further pad-pak was installed. On the (B)(6) 2018, the device failed a self-test due to a low battery during a manual power cycle. Additional low battery fails were recorded up to the (B)(6) 2018. No further log entries were recorded. The returned pad-pak was inserted into the device and issued a ¿warning, low battery, device service required¿ prompt and shut down. No flashing status indicator was observed. However, a failure chirp was present. This would confirm the reported fault. A test pad-pak was inserted into the device and passed a self-test during a manual power cycle and the status led was observed flashing green. No warnings were given at shutdown. However, no flashing status led was observed when the device powered off. The device was disassembled to investigate. Further investigation found the cause of the reported fault could be attributed to membrane failure caused by corrosion due to storage outside of the indicated conditions. The corrosion observed within the membrane and on the membrane, tail would suggest the device had been stored outside of the recommended conditions, although this could not be verified by other means. The failure had resulted in a high current drain and the depletion of the returned pad-pak prior to its expiry date. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and failure chirp, confirming the reported fault. The failure of the membrane had also caused the status leds to remain extinguished while the device was in standby mode. The faults could not be replicated with a new membrane fitted. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.